Event description:
It was reported that eleven (11) exactamix vented, micro-volume inlets had black particles or lint in the outer packaging, in the inlet, or on the connectors. This issue was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. Eleven (11) samples were received for evaluation. A visual inspection was performed, and it was noted that there were black particles of foreign matter on the inlets (embedded and on the inside of the fluid path) and in the packaging. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was most likely variations in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.